Event description:
It was reported that an alert was triggered due this right ventricular (rv) lead exhibiting out of range pace impedance measurements via home remote monitoring transmission. A review of the of the data sent to technical senices (ts). Ts provided troubleshooting options that could be done to exclude lead impairment. Ts also discussed that the right ventricular (rv) trends looked jumpy and unstable. Ts noted to keep them posted if the testing is completed and the outcome. No adverse patient effects were reported. This lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).